Event description:
Info received indicates the upper left pivot block is cracked in two.

Manufacturer narrative:
Findings: first occurrence - monitor field performance. The tech replaced the upper and lower pivot blocks to repair the bed.